Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ft944t - yasargil clip std.perm.window 5/3.0mm. According to the complaint description, the clip does not close during surgery. When clipping the aneurysm, the blood flow blockage was not sufficient, so when the surgeon took it out, the working end was not closed. Patient harm was unknown. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information/ correction: b1 - report type b5 - patient harm updated d9 - date of the product receipt h1 - type of the reportable event h3 - device evaluation anticipated based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Event description:
Update: patient harm changed from unknown to no patient hazard.